Manufacturer narrative:
Follow-up #1: date of submission 01/30/2014. Device evaluation:the device has been returned and evaluated by product analysis on 01/16/2014 with the following findings: during investigation, the battery compartment was found to be cracked from the threads to the case seal. There was moisture visible in the battery compartment. A leak test was performed and a leak was found at the battery compartment crack. The pump was opened and no evidence of moisture was found. Unrelated to the complaint, evaluation revealed a dim, discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the pump¿s battery compartment was cracked and the pump had been exposed to moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.